Event description:
Additional information received reported the device had lost effectiveness.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0lyws, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information from a healthcare provider (hcp) for a clinical study reported a lead fracture and a return of urinary symptoms. The device was interrogated on (B)(6) 2016 showing impedances of greater than 4000 ohms with combinations 0<(>&<)>1, 0<(>&<)>2, 0<(>&<)>3, 1<(>&<)>2, 1 <(>&<)>3, and 2<(>&<)>3. The patient felt the urinary symptoms were just as bad as they were before the trial. Aua symptom index 25/35 with a qol of 4 (mostly dissatisfied). Isi severity score of 8/12, 12/12, 6/8 with a bother score 2. Interventions included explant and replacement of lead on (B)(6) 2016. The event resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.